Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "whitish particulates in eye" (foreign material present in device). A surgeon reports whitish particulates came into the eye when the eye was hydrated with irrigation fluid. The syringe and needle were first-time use and the remaining irrigation fluid was returned to the manufacturer. The surgeon removed the particulates with an irrigation/aspiration handpiece to some extent, but could not remove them all. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).